Manufacturer narrative:
The reported events of premature depletion and low impedance was confirmed. As received, the device output was not available. Visual inspection of the header attachment area detected a bonding anomaly. Hybrid circuitry testing indicated the battery was at end-of-service (eos) level and was therefore tested by connecting to an external power source. The test results indicated normal current levels. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device exhibited low pacing impedance, loss of capture, and premature battery depletion and was therefore explanted and replaced. The patient was stable.